Event description:
Boston scientific received information that over a year ago the right ventricular (rv) lead associated with this device had a high out of range shock impedance measurement. Boston scientific technical services was contacted to troubleshoot this issue. Ts provided information on possible causes of the out of the range shock impedances and help in troubleshooting this issue, however no allegation was made for device involvement at that time. However, additional information was recently received that the high shock impedances have persisted since the initial observation, and currently remain above 200 ohms. Recently, defibrillation testing was performed to assess the lead issue. The shock during the testing resulting in a shorted lead and a fault code on the device. At the current time, no intervention has yet been performed or planned with no adverse patient effects were reported.

Manufacturer narrative:
With current information both the device and lead remain in service at this time. No further information is available. This report will be updated if more information becomes available.